Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results of 9 mmol/l on a 27 year old male patient with weak limbs and was unable to walk that day. There was no additional patient information at the time of this report. Return product is not available for investigation. Method k. I-stat, 9 mmol/l. Lab , 2.8 mmol/l. Test/collection times requested but not provided. The customer said that a patient had weak limbs and was unable to walk that day, which required testing of electrolytes. Once the I-stat chem8+ cartridge was used for testing, the k results did not match the patient's condition or the ECG results. The customer stated that the sample collection may have been edta. The medical staff had doubts, so they sent the sample to the laboratory and waited for the test results from the laboratory. A repeat on an alternate method yielded a result that was acceptable on a new sample. On-site observation found that the department may have mistakenly used blood collection tubes with edta anticoagulant that day when blood was drawn, resulting in excessively high potassium. On-site training was conducted for the operators of the department. There have been no abnormal results since the training. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-sep-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure, for suppressed results and for the total allowable error (ea) criteria in whole blood (wb). Due to the small sample size of the tricontrols level 2 controls (l2tri), an assessment for ea could not be performed. No deficiency has been determined for chem8+ cartridge lot h23069.